Event description:
It was reported by the facility that while at home, the extension fell off the tesio catheter. The pt had a blood loss of less than 100cc. A non-tesio extension was applied and taped in place. While attempting to initiate dialysis, the extension was leaking and pulling air into the blood tubing. The pt was sent to the hospital for a replacement but the extension separated during transport resulting in a blood loss of more than 100cc. A tesio extension was put on without further incident.